Manufacturer narrative:
Section b5: the patient was previously admitted with gi bleeding on (B)(6) 2014, (B)(6) 2014, and (B)(6) 2015, reported under MFR #¿s 2916596-2014-00974, 2916596-2014-01802, and 2916596-2015-02435, respectively. Section d4 and h4: additional information. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient required a transfusion on (B)(6) 2019. Gastrointestinal bleeding (gi) was confirmed through visual of blood in stool. At the time of the event, the patient presented with fatigue and was given unknown amounts of blood at different unknown hospital. The patient will continue blood work to monitor; however, this is a reported chronic issue for the patient therefore there is no additional invasive testing scheduled unless the patient¿s blood count drops again. No further information was provided.